Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of damage or cracked tube with the incident lot was not observed as all samples met the required specifications. Upon inspection of the customer samples, all samples met the required specifications. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the evaluation of the received samples, no product issue was identified as the product was found to be in conformance and meet release specifications. Hence, a root cause could not be determined with regards to the customer's observed issue.

Event description:
It was reported that multiple issues were noted when using the 16 x 125 mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tube, including tubes that did not have labels, cracked tubes in the centrifuge, and vacuum loss during blood collection. There was no report of exposure, injury or medical interventions.